Manufacturer narrative:
Concomitant medical products: 1346t lead, implanted: (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) was explanted and replaced for an unknown reason. No patient complications have been reported as a result of this event.